Event description:
The customer reported to baxter (B) (4) that a reservoir ruptured during an unspecified time with an unknown drug. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B) (4). The customer reported the sample is not available for evaluation and will not be returned to baxter. Should the device be received, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.